Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the defib fault 76 and 72 was verified to be caused by damaged to the pd engine. The damage to the pd engine and the front panel is not consistent with normal wear and tear but from use outside of specifications. The pd engine was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72 and 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.